Manufacturer narrative:
The technician isolated the issue to a stuck head up valve. He replaced the head up valve to repair the bed.

Event description:
Info received indicates the head up function is not working with the sidereal switches or manually.